Event description:
It was initially reported that he patient¿s family requested that the vns be explanted due to it causing the patient problems. The patient had also had their generator turned off for about 10 years. Follow-up with the site did not provide any further information or clarification of the problems that the patient was experiencing related to vns. This physician had recently began seeing the patient and the previous neurologist is unknown by the office. No further information is known.